Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from spanish to english: the needle is clogged or plugged, and the liquid is not flowing. Reports that his wife's insulin needles have become clogged and he has been unable to use them. Was there any damage to the health of the patient or the professional who handled the product? No. Was there a need for medical intervention? No. Was there a need for surgical intervention? No. Was there a need for hospitalization or extension of hospitalization? No. Was there exposure to chemical/biological agents (regardless of the use of ppe)? No. Was there an accidental needle stick? No. Did the event lead to death? No. Is the sample related to the incident available for analysis? Yes. Quantity of sample with deviation available for analysis. 11. Is the sample contaminated (body fluids or medications/solutions)? Yes . When was the reported incident noticed? Before starting any procedure with the product and without contact with the patient/professional.

Manufacturer narrative:
H.6. Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. No physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from spanish to english: the needle is clogged or plugged, and the liquid is not flowing. Reports that his wife's insulin needles have become clogged and he has been unable to use them. *was there any damage to the health of the patient or the professional who handled the product? No *was there a need for medical intervention? No *was there a need for surgical intervention? No *was there a need for hospitalization or extension of hospitalization? No *was there exposure to chemical/biological agents (regardless of the use of ppe)? No *was there an accidental needle stick? No *did the event lead to death? No *is the sample related to the incident available for analysis? Yes *quantity of sample with deviation available for analysis. 11 *is the sample contaminated (body fluids or medications/solutions)? Yes *when was the reported incident noticed? Before starting any procedure with the product and without contact with the patient/professional.